Manufacturer narrative:
Concomitant medical products: product ID: 8781, implanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who with an implantable pump. On (B)(6) 2021, it was reported that the patient experienced "likvor", later clarified to be cerebrospinal fluid, leakage from their back wound. The wound was revised on (B)(6) 2021. The issue was considered resolved at the time of the report. The patient's status was listed as "alive - no injury".